Manufacturer narrative:
An event regarding foreign matter involving an exerter stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed a hair was present in the inner blister. Medical records received and evaluation: not performed as medical records were not received for evaluation. The device was not implanted. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database shows that there have been no other similar events for the reported lot. Conclusions: the investigation concluded that a hair was present within the seals of the returned packaging. The device was returned to the supplier (B)(4) for investigation. (B)(4) ncr was raised on (B)(6) 2016 to investigate this issue.

Event description:
The customer reported that they opened up an exeter stem in theatre and there was a hair inside the inner packaging. The customer further reported that they took the item out of the outer box, peeled back the plastic layer and the hair was spotted next to the foam that sits next to the collar of the stem onside the inner packaging. Another device was on hand and the case was completed successfully without any surgical delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that they opened up an exeter stem in theatre and there was a hair inside the inner packaging. The customer further reported that they took the item out of the outer box, peeled back the plastic layer and the hair was spotted next to the foam that sits next to the collar of the stem onside the inner packaging. Another device was on hand and the case was completed successfully without any surgical delay.